Manufacturer narrative:
The investigation for the reported access site bleeding - major has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After patient was transferred to intensive critical unit (ICU), left groin impella site was noted to have developed a large hematoma and oozing was observed. Physician elected to place femostop. Vascular surgery was consulted to look at patient's groin and decided on next steps. Staff noted that patient was volume resuscitated and received two units of packed red blood cells [prbc¿s]. Patient survived the procedure.